Event description:
It was reported during the implant the physician noted a random oversense on the right ventricular lead. It was explained to the caller that what they were describing seemed to be consistent with a damaged set screw grommet seal. The physician chose to place a medical adhesive on the grommet which resolved the issue. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.